Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer 2 had failure. A field service engineer replaced drawer controller and module controller boards to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer not detected by bus. The customer reported that users were unable to remove medications from the drawer and the user pulled medications from another station. There were no adverse events or injuries reported based on this incident. .

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6, h 11. A review of the complaint history for sn (B)(6) was performed in salesforce which located no similar complaint(s) with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 17may2021 to 04mar.2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of a drawer not detected was confirmed by the fse while servicing the medstation and through dchu testing of the returned circuit boards. Details from wo (B)(6) found the fse identifying and replacing circuit boards. Post service testing found the medstation found the reported failing drawer detected and functioning as intended. Dchu testing of the returned drawer controller board and pyxibus controller module board found the circuit boards failure was due to an excessive electrical current which cause components to fail and short to ground. A thermal event was identified on an ic u300 of the pyxibus controller module board. This is being attributed to the excessive current flow.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer not detected on the communication bus. The customer reported that users were unable to remove medications from the drawer. The user pulled medications from another station. There were no adverse events or injuries reported based on this event.